Event description:
A report was received that the patient was experiencing pain around the incision site and the ipg was causing irritation due to uncomfortable placement. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the physician believed that the pain was a normal procedural pain.

Event description:
A report was received that the patient was experiencing pain around the incision site and the ipg was causing irritation due to uncomfortable placement. The patient will undergo a pocket revision.